Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported elevation in ldh and suspected thrombus could not conclusively be established through this evaluation. The account submitted log files for review. Review of the submitted log files revealed low battery advisories and low battery hazard alarms due to the battery depleted to hazardous levels. Pump power remained normal throughout the log files. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had possible pump thrombosis due to elevated ldh. The patient was on heparin gtt and stable. The patient ultimately underwent on pump exchange on (B)(6) 2019 and heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists device thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas IFU and patient handbook provides instructions on how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted for possible pump thrombosis (elevated lactate dehydrogenase). On heparin gtt. Patient is stable. Watts appear normal. Patient received pump exchange on (B)(6) 2019.

Event description:
Additional information received: patient underwent pump exchange on (B)(6) 2019 for pump thrombosis.